Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2020. Additional information: additional h3 investigation summary: a picture was received for analysis. Upon visual inspection of the picture, the following was observed. Two labeled winding formers with a detached needle of product code vr2279 could be observed. The picture is not clear and is not possible identify if the suture is present in tray, therefore the assignable cause could not be determined, and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). A photo of the device has been received. A supplemental medwatch will be sent with evaluation results. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a dental surgery on (B)(6) 2019 and suture was used. The needle pulled off the thread during surgery. There were no adverse patient consequences reported.